Manufacturer narrative:
Product ID 37092, serial# unknown; product type accessory product ID 37791, serial# unknown; product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37791, serial# unknown; product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly.

Event description:
Additional information received reported that the patient was scheduled for a replacement on (B)(6) 2015.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the manufacturer received the explanted implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a manufacturing representative (rep) had the explanted generator. The implantable neurostimulator (ins) was sent back to the manufacturer for analysis. The patient was receiving effective stimulation and therapy, and was doing well with the new device.

Event description:
It was reported that the patient was having trouble with the patient programmer antenna communication and was getting poor coupling when charging. The patient was not able to make adjustments with the programmer when the antenna was attached. The issue had begun about 2 months prior to the date of this report. The patient was only able to get 2-3, max 4 coupling bars and this had begun 3-4 months prior to the date of the report. The patient had used to get all 8 boxes and had had no problem but she was no longer able to. There had not been any weight gain or loss or any falls or traumas. An antenna locate feature was performed and afterward they had initially received 7 bars shaded but then shortly after it had dropped down to 4 with minimal movement, still had poor coupling after the antenna locate. The implantable neurostimulator (ins) pocket was assessed and everything seemed fine with no changes. Error messages had only been seen on the programmer. There was a broken/damaged external antenna. There was no medical or therapy problem and no out of box failure. The patient was going to be seen on 2015 (B)(6) for further diagnostics. The patient could not get the recharger to work. The patient had received new equipment and had immediately recharged the ins and had been able to get 8 coupling bars shaded. The patient then had 6-8 bars shaded and then 2 days after receiving the new equipment she had gone to recharge the ins again because, the ins was not holding a charge, but she was getting full coupling. The night prior to 2015 (B)(6) she had to recharge again because the ins battery was back down to ¼ of a charge and at that time she was not getting any coupling bars shaded. The following morning the patient had tried recharging the ins again but was only able to get 2-4 bars shaded. The issues with the recharging and the ins not holding a charge had been ongoing since the patient had received the new equipment on thursday prior to 2015 (B)(6). The patient was scheduled to see their healthcare professional on 2015 (B)(6). They were inquiring if it was the recharger as the patient¿s battery had not moved and there were no factors that had changed recharging. A new antenna had not resolved the issue. The patient had use to get 8 boxes and was now getting 4 and had to charge more than usual; she use to charge once a week and it was now every other day. No patient harm was reported. No antenna was returned. It was further reported that the patient was still having charging issues. Upon device return of the recharger, analysis found an unknown component failure. The reporter noted that the patient was having her battery replaced in (B)(6) 2015, but did not have a date yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.